Manufacturer narrative:
Additional information was added to h3, h6, h11: h11: the device was received for evaluation. Visual inspection was performed and the twist clamp did not align with the main body notch. Leak and clear passage testing were performed with no issues observed. Clamp function testing was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp will not fully align with the notch of the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue occurred during the milling process in production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. The event was further described as ¿clamp cannot be closed." This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.